Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but release criteria was not met. The closure device was fully recaptured and removed from the patient. Upon removal of the wds it was noted that the marker band was damaged. The procedure was then completed with a new 30mm wds. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The distal marker band was damaged. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found. Product analysis confirmed the reported event as the distal marker band was damaged.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but release criteria was not met. The closure device was fully recaptured and removed from the patient. Upon removal of the wds it was noted that the marker band was damaged. The procedure was then completed with a new 30mm wds. There were no patient complications or consequences as a result of this event.